Event description:
A report was received that the patient was experiencing pain between ipg and midline incision site. The patient was prescribed lidoderm patches and will undergo lead and ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient will have a trial procedure and not a revision procedure.

Event description:
A report was received that the patient was experiencing pain between ipg and midline incision site. The patient was prescribed lidoderm patches and will undergo lead and ipg revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.